Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found a dilution arm alignment error and re-aligned the dilution arm. The cse also found that the r6a tubing on the reaction washer was worn out with a pin hole and leaking vacuum. The tubing was cut out and reattached to the washer 6 probe. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated carbon dioxide result was obtained on an atellica ch 930 instrument. The initial result was not reported to the physician(s). The patient sample was repeated on an alternate atellica ch 930 instrument. The repeated result was reported, as the correct result, to the physician(s). The customer reported issues with their acetaminophen (acet), alanine aminotransferase (alt), gamma-glutamyl transferase (ggt), and magnesium (mg) quality control (qc) packs being outside acceptable ranges as well. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide result and/or event.

Event description:
11 discordant, falsely elevated carbon dioxide results, 3 falsely depressed creatinine results, and 1 lipase result were obtained on an atellica ch 930 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate atellica ch 930 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the multiple discordant results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00463 on 24nov2020. Additional information (25nov2020): sections b5 and b6 were updated to included additional patient samples test results that were received after the initial MDR was filed.